Event description:
Complainant states: "a flexiseal came out of the pt and they tried to re-inflate the balloon, but water was leaking from the inflation port. They threw it away and got a new one".

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction as the device was taken out of the pt and was discarded. No additional pt event details have been provided to date. Should additional info become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. A return sample for eval is not expected. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures. Note: case identified during the current FDA inspection (march 2014) and is deemed to be reportable.